Event description:
The hospital reported that during an endoscopic vein harvesting procedure using the vasoview 6 pro, the scope was wash tubing broke and fell into the pt's leg. The piece was retrieved through an add'l incision. A second device was used and the c-ring also broke off. We are following up with the customer for add'l details of the event, including how the procedure was completed.

Manufacturer narrative:
Add'l lot # 25070681. Add'l expiration date: 01/31/2014. The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is rec'd. A lot history review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal file number - (B)(4).